Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes leaked. This was observed during set up for peritoneal dialysis therapy. The patient was not connected at the time of the event. The registered nurse stated that ¿the solution leaked out of the cassettes and the device had gotten wet in the inside¿ (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.